Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The field sales associate reported the following: on december 13, 2023, the patient was treated for a zone 3 type b thoracic aneurysm with gore® tag® thoracic branch endoprosthesis (tbe) and using a gore® dryseal flex introducer sheath. It was reported that during the procedure, while the physician was advancing the gore® dryseal flex introducer sheath it ¿got stuck in the common iliac artery¿. Access was in the right common iliac artery. The physician had to ¿cut down to both the common femoral artery and the common iliac artery in order to remove the sheath¿. Then a common femoral artery bypass to the common iliac artery was performed. After the vessel repair and the bypass, the patient had pulses and was in stable and good condition. The patient tolerated the procedure.

Manufacturer narrative:
The gore® dryseal sheath with hydrophilic coating instructions for use (IFU) states adverse events that may occur and / or require intervention include, but are not limited to vascular trauma (i.e., dissection, rupture, perforation, tear, etc.)

Manufacturer narrative:
The gore® dryseal flex introducer sheath instructions for use (IFU) states adverse events that may occur and / or require intervention include, but are not limited to vascular trauma (i.e., dissection, rupture, perforation, tear, etc.).